Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete patient information.

Event description:
During a lead revision on (B)(6) 2025 [related manufacturer reference number:3006705815-2025-18237,3006705815-2025-18238], it was discovered that the patient had an infection at the ipg site. As a result, the entire system was explanted on (B)(6) 2025 to address the issue. Patient was administered oral antibiotics.